Event description:
It was reported that the asymptomatic patient presented during an in-clinic follow up. The atrial lead was exhibiting noise that resulted in inappropriate automatic mode switches. Atrial sensing and impedance also decreased. The lead capped on 29 nov 2021 and replaced. Patient was stable.